Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer had been experiencing difficulty charging the pump, due to the usb cable being kinked and twisted. Customer used an alternate usb cable and the pump charged successfully. The customer¿s blood glucose level was not impacted.